Event description:
It was reported that the damaged x7-2t probe had failed the electrical safety test. This transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The x7-2t transducer was replaced to address the customer¿s immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The analysis could not confirm the reported problem as it passed dielectric strength and leakage current testing which demonstrated the dielectric barrier was functioning as intended. However, a teardown of the transducer did identify significant corrosion damage indicative of improper maintenance. There is no design defect, and further action is not being taken at this time.